Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 250 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a correction bolus via the pump. Additionally, it was reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. Reportedly, the customer was able to load a new cartridge successfully.